Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle mesh. Later the pt experienced stress urinary incontinence, pressure, pain, dysuria, hematuria, nocturia, incomplete emptying, mesh erosion and exposure. A mesh removal was performed.